Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.

Event description:
A sales rep called baxter corporate product surveillance to report an unknown amount of clearlink catheter extension sets in which the tubing burst when used with a power injector. According to the report, the facility is aware that the extension sets are not pressure-rated, but have been using them anyways. The events occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.